Event description:
It was reported that during the implant attempt of the right ventricular lead the helix would not extend. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. Blood/body fluid was noted on the distal conductor (not obstructed). Blood was noted in/on the helix/lobe mechanism and mechanism (sleeve head). There was a tip seal observation. The device is part of the advisory for this model.